Event description:
It was reported that during a supply change the ilet pump displayed ¿unable to proceed. Please check alerts,¿ with an alert to restart for a motor stall indicating the pump motor could not move and insulin delivery failed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a failure to infuse related to a motor stall alert, and troubleshooting indicated a potential communications-related problem and possible faulty supply or obstruction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.